Event description:
Dealer alleged that while the consumer was sitting in the chair, heard popping noises and saw flames coming from the batteries. Spouse disconnected the batteries form the chair. No injury alleged.